Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's father was instructed by dexcom representative to uninstall and re-install the g5 application. Patient's father confirmed that the receiver is working, but the application is not. No additional patient or event information is available.